Event description:
It was reported that the ventilator whilst connected to a patient generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error and ventilation stopped. There was no patient harm. (B)(4). Reference MFR report number: 8010042-2013-00098.